Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's charger was only able to communicate with the ipg on an intermittent basis. A replacement external device was sent to the patient; however, it is undetermined whether this resolved the issue. No further information is available at this time.